Event description:
Customer reported high blood glucose levels of over 400 mg/dl. Customer's current blood glucose reading is 590 mg/dl and has treated with the insulin pump. Troubleshooting was performed and the drive support cap and all setting appeared to be normal. A small air bubble was noted in the tubing. A no delivery, low reservoir, no power and low battery alarms were noted in the alarm history. The high pressure test was performed and passed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.